Event description:
Subject was not resuscitated. (B)(4).

Manufacturer narrative:
Internal memory was reviewed for this device. Conclusion: subject was in a non-shockable rhythm, no shock was advised and no shock was delivered.